Event description:
The customer reported that during a patient event, their device lost power before completing the device self test and would not power back on. The crew obtained a back up device and continued patient care. No adverse outcome of the patient was reported. No additional information regarding the event or the patient was made available.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio replaced the battery connector pins as a precaution. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.